Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely that physical stress was applied to insertion section during user handling of the subject device and ccd unit (charge-coupled device unit) was damaged, causing the temporary no image. The following information is stated in the instructions for use (IFU): ¿important information :please read before use: precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) (B)(6) noting due to character limit. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. While the allegation was not confirmed, the reported occurrence is likely as there was occasionally no image during angulation. Other findings include the following: the bending tube was deformed (with indentation); the play of the right/left knob was out of the standard value due to the dent on the bending tube; the angle wire was faulty and the angle was insufficient. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a black screen. This was discovered after a diagnostic bronchoscopy; patient was not under sedation. The facility completed the procedure using the same device. There was no delay and no report of patient harm.